Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "patellar tendon rupture and ligamentous laxity."

Event description:
Patient underwent a knee revision procedure approximately nine years post-implantation due to hyperextension and varus/valgus laxity. The bearing was removed and replaced.

Manufacturer narrative:
(B)(4). Review of device history and manufacturing records found no evidence of product noncomformance. Visual inspection of the returned device noted fracture of the posterior peg and wear on the posterior edge of the bearing, suggesting the femoral component disarticulated from the bearing. This could have led to hyperextension and varus and valgus laxity. The root cause of the event is most likely joint laxity due to malalignment; however, the root cause cannot be determined without additional information. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity. Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 11 states, "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01961 & 03126).

Event description:
Patient underwent a left knee revision procedure approximately nine years post-implantation due to hyperextension, varus/valgus laxity, pain, swelling, instability, stiffness, weakness, poly wear and fracture of the post on the poly component. During the procedure, the fractured post could not be found and hemosiderin staining was also noted. The bearing was removed and replaced.